Event description:
It was reported that the pacemaker and this right ventricular (rv) lead had triggered a lead safety switch due to high impedances measurements measuring greater than 3,000 ohms. Additionally, there were stored signal artifact monitor (sam) episodes with noise and oversensing which resulted in the minute ventilation (mv) feature being disabled. Technical services discussed possible causes. At this time, this lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).